Event description:
It was reported there was a shocking or jolting sensation. The patient had intermittent "zapping" at the base of her neck, and the previous night the zapping brought the patient to tears. The zapping started occurring on the same day the device had been reprogrammed. During the reprogramming the device amplitude was increased from 0.5 to 1.0 volts. The patient also had "drawing" of the face and the patient's lips were drawing down slightly, but these symptoms had resolved. The patient's programmer only had the ability to turn the therapy on/off and could not adjust the amplitude. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead: model 3389s-40, lot #v777069. Extension: model 37085-60, serial #(B)(4). Extension: model 37085-60, serial #(B)(4). Programmer: model 37642, serial #(B)(4).